Event description:
Olympus was informed that during a therapeutic laparoscopic nephrectomy procedure, the pt sustained a third-degree burn on the skin. Prior to this, the user facility staff reportedly disconnected the light-guide cable from the rigid endoscope and placed it on the medical drape sheet, causing a burn hole in the drape and subsequently the burn to the pt. However, there was no report about a malfunction of the suspect medical device and the intended procedure was reportedly completed by using the same set of equipment. Furthermore, it was reported that a follow-up procedure will be scheduled for treatment of the burn (dermoplasty).

Manufacturer narrative:
The suspect medical device was not returned to olympus for eval/investigation as there was no alleged malfunction and the light-guide cable is still being used by the user facility. However, as clearly stated as a warning note in the instructions, the telescope's distal end or the light-guide connector must not be placed on the pt's skin, on flammable materials or on heat-sensitive materials as otherwise there is a risk of thermal injury to the pt's tissue, burns to the pt's or user's skin or burns or thermal damage to surgical equipment. The user facility staff apparently did not follow these instructions as the pt reportedly sustained a third-degree burn after the hot telescope connector of the light-guide cable was placed on the pt. Therefore, this incident was attributed to abnormal use/off-label use. The case will be closed from olympus side with no further actions. However, the incident will be recorded for trending and surveillance purposes and the user will be trained again on the correct usage of the olympus medical devices. Olympus submits this incident as a medical device report (MDR) in abundance of caution.